Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). The faradrive sheath was inserted with the dilator and when attempt was made to aspirate and extracting the dilator, the air entered in the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). Faradrive sheath was inserted with the dilator and when attempt was made to aspirate and extracting the dilator, the air entered in the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device has been returned for analysis.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Prior to microscope imaging, silicone oil was present on the valves. Inspection of the hemostatic valves found the internal valve torn near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The hemostatic valves were also confirmed to be deformed as the valves were unable to revert to its closed state.